Manufacturer narrative:
Investigation into this event is ongoing. Fluids that contain troponin I at levels below 0.2 ng/ml can show a negative bias. Results above 0.2 ng/ml are not affected by this issue. The troponin I cut off for myocardial infarction is 0.4 ng/ml. The failure analysis to date has determined that only two reagent lots are implicated in the malfunction. The root cause of this event is unknown.

Event description:
A customer observed negatively biased troponin I quality control results for one of the three control fluids. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.